Event description:
It was reported that the system 9900 would not initialize on the first attempt. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was initialized 15 times without incident. The system was tested and found to be working as intended. And placed back into service.